Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.5, hardware: iphone17.5, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had visited the emergency room due to hyperglycemia and hypoglycemia while wearing the pod. The date of the emergency room visit was not provided. The patient's blood glucose levels ranged between 18 mg/dl and over 400 mg/dl while wearing the pod for an unspecified duration. The patient reported that they were treated with insulin and sugar, and the patient drank orange juice to treat their low blood glucose levels. The pod was removed at the emergency room. Information regarding symptoms, diagnosis, and patient discharge date was not specified. Additional information has been requested. If additional information is received, a supplemental report will be submitted.